Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 74.53 months. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. Per the operative report of (B)(6) 2010, "workup revealed severe mitral stenosis from previous repair and atrial fibrillation well as severe tricuspid regurgitation."